Event description:
It was reported that the left ventricular lead exhibited elevated thresholds. The lead configuration was changed from bipolar to unipolar.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.